Manufacturer narrative:
Section h10: (h3) the evaluation noted that the event was likely the result of joint instability and prosthesis wear. The instability may have been due to patient conditions, an alignment issue of the implants, and/or wear of the insert. The prosthesis wear was likely the result of third body wear, delamination, and/or rotational mismatch between the femoral and tibial components. Concomitant device: (cn: 232-03-04 sn: (B)(6)) optetrak asy, cr porous femoral, sz 4, right. (Cn: 200-04-44, sn: (B)(6)) cemented finned tray 4f/4t.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: (cn: 200-24-09, sn: (B)(4)) cr tibial insert size 4, 9mm. (Cn: 200-04-44, sn: (B)(4)) cemented finned tray 4f/4tt.

Event description:
As reported, approximately 7 years postop the initial right tka, this (B)(6) y/o male patient experienced severe instability through range of motion. During the operation there was noticeable osteolysis present, bacterial swabs and tissue samples were collected and sent to pathology. Noticeable distal and posterior bone loss was seen on the lateral side of the femur. Patients own bone, bone cement and augments were used to repair femoral defects. The polyethylene insert was destroyed especially on the posterior- lateral side. Devices are to return. Patient was last known to be in stable condition following the event.